Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one injector n35j attached to a syringe was returned to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protectors, the protectors fit securely to the vial. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. All product returned was inspected, no issues were noted, and no foreign matter was identified. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced foreign matter/coring which was noted after use. The following information was provided by the initial reporter: when preparing bendamustine, coring occurred.